Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the customer experienced clog during priming while using bd nano¿ pro ultra-fine¿ pen needle. No patient impact reported. The following information was provided by the initial reporter: needle clog during priming, the insulin does not flow through.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 24-may-2022. H.6. Investigation summary: customer returned a total of 5 used 4mm, 32 gauge nano pro pen needles from lot 1195587. The pen needles were visually inspected prior to testing. 3 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. Additionally, 2 were broken on the same side. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the customer experienced clog during priming while using bd nano¿ pro ultra-fine¿ pen needle. No patient impact reported. The following information was provided by the initial reporter: needle clog during priming, the insulin does not flow through.